Event description:
Patient reported power cord is bad. Lot/expiration unknown, no other information known. Indication: cystic fibrosis with pulmonary manifestations. Reported to (B)(6) by pt/caregiver.